Manufacturer narrative:
A medtronic representative, following-up at the site, reported the surgeon was actively navigating with the 90-degree suction and the software jumped to the select patient screen. The navigation system did not shut-down and re-boot as initially reported. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the navigation system shut-down unexpectedly. After the ent software application was re-launched, the patient was re-registered, and the surgeon opted to continue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.